Event description:
As reported by the patient's attorney, an upsylon y-mesh was implanted. According to the complainant, the patient experienced severe pain, erosion, urinary problems, dyspareunia and additional medical treatment and surgery. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.